Event description:
Upon reviewing documentation and letter, the reader will see that rptr has mailed add'l copies to various organizations. Rptr's purpose in notifying other organizations is basically to warn other consumers. If a consumer purchases a device like the gentle jet from activa and their reps, hope it will work for them, if not "you will never see your hard earned money again". Activa will give the consumer a great sales pitch indicating that money will be refunded if the product is returned. If the product does not work for the consumer, rptr is here to tell you, you will not get any refund. The device (gentle jet), which rtpr purchased cost $795.00. To others, this may not seem like a great deal of money. However, if there is only one provider in your household, this is quite a sum of money spent on a device that does not live up to expectations of a brittle diabetic child. Rptr agreed to purchase the gentle jet with these verbal terms from co rep who further indicated to give the product a chance and work with the different settings before returning it. Due to scheduling, rptr & family attended training on the gentle jet at dr's office on march 11, 1997. Because of the various settings of pressure produced by the injector rptr was continually attempting to reach the proper pressure setting in order for their daughter to avoid the sharp pain and discomfort. Sometimes deep bruising would develop where the injection took place. April 15, 1997, an unk person from activa called to inquire how rptr was doing with the product. This person was advised, rptr was still trying to find the proper injection pressure setting and that rptr would call back. June 4, 1997, rptr contacted activa after their daughter "would not allow us to inject her insulin with the gentle jet. Emotionally, our daughter's anxiety grew at the thought of being injected again. The pain, discomfort, distress, and bruising were unbearable." To this date rptr has not rec'd adequate svc or compensation for the device.